Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit sample 1 initial ft3 result was 6.500 pmol/l, and the repeat result was 4.860 pmol/l. Sample 2 initial ft3 result was 3.100 pmol/l, and the repeat result was 1.950 pmol/l. Sample 3 initial tsh result was 1.4, and the repeat result was 1.73. No unit of measure was provided. Sample 4 initial ft3 result was 5.0 pmol/l, and the repeat result was 4.11 pmol/l.

Manufacturer narrative:
Specific data was provided for the alleged sample results. For sample 1, the initial result was actually 6.52 pmol/l and occurred on (B)(6) 2025. Medwatch field b3-date of event was updated. The repeat testing occurred on (B)(6) 2025. For sample 2, the initial result was actually 3.07 pmol/l and occurred on (B)(6) 2025. The ft3 reagent lot number was 849142. The expiration date was not provided.